Manufacturer narrative:
The unit was received with the following damage: minor scratched lcd window, cracked case at display window corners, cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip and missing o-ring (reservoir tube).

Event description:
Customer reported via phone call that there is physical damage to the reservoir compartment; the reservoir would no longer fit inside properly. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the physical damage. The customer did not recall any significant events leading to the physical damage. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis.